Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure of the right ventricular (rv) lead it was noticed that the lead was past its use-by-date. The lead was removed and replaced. No patient complications have been reported as a result of this event.